Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s blood glucose dropped rapidly from 80 mg/dl to 48 mg/dl. The user treated the low and was advised to follow up with their specialist or educator. No external assistance or medical intervention occurred.